Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and during treatment k abrasion occurred in the right eye (od) and a bandage contact lens (bcl) was placed. The patient was seen on (B)(6) 2019 and was experiencing blurriness and discomfort. Following bcl removal patient still had some irregular epithelium with edema and mild anterior chamber inflammation. Patient is being treated with ointment and hourly antibiotics to prevent infection. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and discomfort and was disappointed that the results were not immediate. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 .75 x -3.75 x 2, left eye pre-op 20/20 .00 x -3.00 x 5.